Event description:
It was reported that the ventilator generated technical error codes indicating a communication error and disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a communication error and disabled valves. Our field service engineer investigated the ventilator on site and solved the issue by replacing the control printed circuit board. The replaced part was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.